Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated at site by our field service engineer. The failed o2 sensor test during pre-use check could be duplicated. The nozzle unit in the oxygen gas module was replaced. The nozzle unit was disposed of and not returned for investigation. The ventilator passed all functional and safety tests and was cleared for clinical use. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. Since no part was returned for investigation, the root cause of the reported failed o2 sensor test during pre-use check has not been determined, but the nozzle unit was most likely contributing to the event.

Event description:
It was reported that the ventilator failed o2 sensor test during pre-use check. There was no patient involvement. (B)(4).